Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected, vitros tropi es results were obtained from a patient sample and a known tropi free sample when processed on a vitros 5600 integrated system. The most likely assignable cause is an instrument issue. Vitros tropi es within run precision testing performed was not within ortho acceptable guidelines prior to service actions. An ortho field engineer (fe) inspected the microwell incubator and noted the presence of debris. The fe cleaned each component of the microwell incubator and performed all associated adjustments. After the completion of the service actions acceptable within run tropi es precision data was obtained verifying the analyzer was returned to the expected performance. Based on historical quality control results, a vitros tropi es lot 2840 performance issue is not a likely contributor to the event. Additionally, pre analytical sample processing could not be ruled out as a contributing factor. It was determined that the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result from a patient sample and a known tropi free sample processed using a vitros troponin I es reagent lot 2840 in combination with a vitros 5600 integrated system. Patient sample vitros tropi es result 0.191* ng/ml versus expected vitros tropi es result <0.012 ng/ml. A known tropi free sample vitros tropi es results 0.200, 0.235, and 0.080 ng/ml versus the expected vitros tropi es result <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es patient sample result was not reported from the laboratory and ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number 2014008 / (B)(4).